Event description:
Complainant alleged that staff members were treating a pt (age and gender unknown) who was in v-tach. The staff set the unit in synch mode and charged the unit to 200j using the unit's paddles. The unit did not discharge. The staff turned the unit off and then on again. The unit was set to synch mode again and charged to 360j. The unit did not discharge. The pt's rhythm went into atrial fibrillation. The staff charged the unit to 360j and defibrillated the pt. The unit functioned properly for the duration of the treatment and the pt's rhythm was converted. There was no adverse effect on the pt. The facility's biomed engineering dept evaluated the unit and found it to be functioning properly. The facility has indicated the alleged malfunction may be attributable to user eror. The unit was returned to svc.